Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 39 mg/dl and 160 mg/dl; 160 mg/dl and 47 mg/dl. Sets of readings were taken at different times. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 160 mg/dl (customer's aviva) and 66 mg/dl (father's aviva) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The facility representative contacted baxter to report an I-pump in which, while a nurse changed the epidural bag, it was noticed that the alarm did not sound on opening the door of the device. The device would not allow the nurse to change the volume when the new bag was erected. There was no adverse event, patient injury, or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the customer's aviva system. (B)(4).